Event description:
Info was provided via monthly review of the maude data base. It was reported that an arrow epidural kit was being used on a female pt. The placement of the device went smoothly, with no needle tip movement after entering the 4-5 epidural space at 1.7-1.8 cm with a 18 gauge tuohy needle. The 20 gauge catheter advanced with no resistance. And both the needle and wire were removed without difficulty. The catheter tip appeared intact prior to placement, and the expiration date was checked. Aspiration revealed no csf or heme. Ropivacaine with 1.200k epinephrine was administered with no change in hr/EKG, and the pt awoke seemingly comfortable moving all extremities. At 30 hours later, the rn paged to state the epidural catheter ¿was all the way out¿. The nurse was instructed to remove the dressing holding the catheter to the back, and examine it to ensure the tip was intact. It was not. The plastic coating surrounding the coiled wire lumen was intact, with the distal end marker present, however, the wire coil had extended 7mm beyond the plastic coating. With significant stretching noted along the first 4 4-5 cm of the catheter. It is unk if a small piece of coiled wire is left in the pt. There is no marker on the end of the wire to ascertain if all the wire is included in the catheter (there is a marker on the plastic end). Plain films are pending to ascertain if a radiopaque mass is noted in the lumbar region.

Manufacturer narrative:
(B)(4). Sample will not be returned.